Event description:
Patient reported to the neurosurgeon that the spinal cord stimulator was causing the patient increased pain. Patient was hospitalized for spinal cord stimulator removal and replacement.